Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed to treat a bleed in the patient¿s upper gi tract. According to the complainant, the gold probe was unable to generate energy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event: probe fails to deliver energy. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device will not be returned for evaluation. If any further relevant information is received, a supplemental MDR will be filed.